Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of pancreatic stent kinked. Block h11: an advanix pancreatic stent was returned for analysis. Visual examination of the returned device identified that the stent was kinked. No other damages were noted. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and additional observed damage were most likely caused because the instructions for use (IFU) were not followed. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." Therefore, the most probable root cause is failure to follow instructions. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the IFU/product label. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted to treat a malignant pancreatic duct stricture in the pancreatic duct head region during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent failed to deploy. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The user did not follow the instructions for use (IFU). Note: this event has been deemed a reportable event based on the investigation finding of stent kinked. Please see block h11 for full investigation details.